Manufacturer narrative:
(B)(4). Eval summary - the device a was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob, affected the interface between the hand piece and the device. The analysis results found that when attempting to activate the device b on a gen04 gave an error code 5. Visual examination found an are of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument". (B)(4).exp date: 5/2011. Mfg date: 6/2006.

Event description:
It was reported that during an unknown procedure, the device did not work at all. A competitor's device was used to complete the case with no patient consequence.